Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a recurrent infection at the implant site for a duration of four years. Treatment with IV antibiotics were administered; however, the infection would not resolve. Subsequently, the device was explant on (B)(6) 2017. It is unknown whether there are plans to reimplant the patient, as of the date of this report.